Event description:
Philips received a complaint by the customer on the v60 indicating that the device "malfunctioned." The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, but a delay was noted. The investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, flow sensor assembly, aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Manufacturer narrative:
Philips received a complaint by the biomedical technician on the v60 indicating that the device is getting a low leak-co2 rebreathing risk error, not producing any pressure. It was confirmed that there was no patient involvement at the time the issue was discovered. The biomedical technician evaluated the device and confirmed that the device was not producing any pressure. Verified all pneumatic connections to the flow sensor and the blower assembly - passed. Ran pressure and flow calibration tests and confirmed air failed. The investigation is still ongoing.